Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Patient was revised to address adverse local tissue response to metal-on-metal. Doi (B)(6) 2010 - dor (B)(6) 2012 (right hip). **update** (B)(4) 2012 - litigation papers received. In addition to adverse tissue reaction, patient also alleges pain and discomfort . There is no new additional information that would affect the investigation. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. **update** (B)(4) 2013- upon medical record review by a medical professional, corrosion was discovered. A stem has now been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2568972 and kh011. A search of the complaint database finds additional reported incidents against lot code 2977686 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear metallosis and elevated metal ions. Added state, attorney, law firm and update product details.